Event description:
It was reported to philips that the footswitch was defective. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that a footswitch was defective. According to the additional information collected, the case was cancelled as it was accidentally created as a follow-up case. No further information regarding the issue has been provided. No service has been performed by philips. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The case was inadvertently generated as a follow-up case and there was no problem with the allura system. As there has been no complaint, this event was incorrectly reported. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.